Manufacturer narrative:
.

Event description:
It was reported that during an in-service at the healthcare facility, the navlock universal tracker adapter disassembled into four pieces. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that during an in-service at the healthcare facility, the navlock universal tracker adapter disassembled into four pieces. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.